Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Litigation papers allege corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiff's blood and tissue and bone surrounding the implant. Update 12/7/2012 - patient was revised due to pain. Update ad 08 jun 2018 receipt of ppf and medical records. Ppf alleges loosening of cup and stem as well as fracture of the bone. After review of medical records, patient was revised to address pain. It was also indicated that patient had a bit of clicking. Revision note stated that there were a very few spots of ingrowth and the rest of it was fibrous tissue inside the femur. The second screw looked like the head was going at an abnormal angle. The screw stripped. There was also a loose piece of metal that was put initially in like an anchor in the ischium in order to repair something, however it was floating around. Femoral component was loose and not much growth into it. Revision hospital and unknown hip implant to address fracture.